Manufacturer narrative:
Sections with additional information as of 24-mar-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer did not disclose test results of concern. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. The customer had contacted her doctor due to the meter results; customer was going to the doctor's office that day to obtain a new meter. Daughter stated that customer is currently using another device to test her blood glucose. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/30/2024; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.